Event description:
It was reported that the insulin gauge was inaccurate and static. The blood glucose level was not reported to have adverse impacts. Technical support educated the caller on why such variances might occur and clarified that the fill estimate would correct itself once the insulin amount matched the static number, which the caller understood and acknowledged.